Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger/model will not power on) was confirmed. Upon evaluation the battery charger/modem was unable to power up. The cause for the failure was isolated to a damaged power supply cord. The root cause for the damaged core was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power on.